Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During a tf tavr with a 23 mm sapien 3 valve in the aortic position, significant resistance was observed at external iliac artery (eia) to common iliac artery (cia) upon insertion of commander delivery system. The physician proceeded in small steps while applying force. After the delivery system has passed the cia, it was possible to advance the delivery system without any resistance. Post deployment the esheath was removed and images revealed a bleeding at the puncture site and partial stenosis between femoral artery (fa) to superficial femoral artery (sfa), and a dissection. An angioplasty was successfully performed. No blood transfusion was needed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to no imagery or device provided. No manufacturing non-conformances that would have contributed to the reported event were identified. Furthermore, an existing technical summary written by edwards lifesciences documents the root cause analysis on sheath shaft resistance with delivery system complaints. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The access vessels were noted to have a minimum luminal diameter of be 5.0mm which is below the recommended vessel size of greater than 5.5mm for 14f esheath. Additionally, per report the access vessel had mild tortuosity, and moderate calcification. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessels) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required.